Event description:
It was reported that a user of the ilet bionic pancreas contacted support to confirm insulin delivery after lunch due to hyperglycemia, with cgm showing 378 mg/dl trending from rising to level and a confirmatory fingerstick of 345 mg/dl; the agent reviewed cgm versus fingerstick accuracy, advised monitoring as a post-meal rise, and provided education on continued observation. Symptoms included elevated blood glucose without reported acute complications. Outcomes included continued monitoring with improvement noted as glucose began trending down during the call and no alarms or alerts reported. Investigation included troubleshooting of sensor versus fingerstick concordance and review of meal timing and recent insulin delivery behavior. Investigation of this case revealed no evidence of device malfunction, with findings consistent with postprandial hyperglycemia and appropriate device education provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.